Event description:
A clinical post-markey record review revealed that this pt suffered a fracture to both the femur and tibia during the left side total knee procedure. The doctor did not blame the devices.